Event description:
Additional information: the catheter was not repaired at the time of the event because the patient was traveling to (B)(6) to have other surgical procedures performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter information unknown.

Event description:
It was reported that the catheter had been severed/cut in another surgery and they were not going to do a catheter repair at that time due to the patient having ''other obligations.'' The physician tied off the catheter and programmed the pump to minimum rate mode with preservative free normal saline. A revision was planned. Additional information has been requested; a follow-up report will be sent if information becomes available to us.